Event description:
The coulter lh 780 analyzer generated erroneous high red blood cells (rbc) and platelet (plt) results with customer enabled h&h check failure message. The operator reran the same specimen on a different instrument and recovered lower rbc and plt results, which the operator considered correct. No erroneous results were reported out of the lab. No change to patient treatment is attributed to these results.

Manufacturer narrative:
The specimen was collected in greiner tube, stored refrigerated and sampled within 30 minutes of collection. Qc was run before the event and was out for rbc on multiple runs. A field service engineer (fse) was dispatched and verified the instrument operation. A clear root cause is unknown.